Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor exhibited undersensing. No programming changes were performed. The patient will continue to be monitored. There were no patient consequences.